Event description:
It was reported that the customer was hospitalized due to his organs not responding and had open heart surgery; not diabetes related. Blood glucose value at the time was 352 mg/dl; currently 179 mg/dl. Customer experienced nausea and diarrhea. Customer does not have a backup plan but treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. Insulin did exit the tubing with manual prime and no leaks were found. A very small bubble found in the tubing. Time and date were incorrect. Customer is unsure if basal rates are correct and bolus wizard settings are unknown. Button error and several low reservoir alarms found in the history. It was also stated that the suspend mode came on. The alarm history was reviewed and no auto off alarms found. Customer does not use sensor. Customer was explained that the only way to suspend the insulin pump is manually. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.